Event description:
It was reported that this pacemaker exhibited inappropriate tachy episodes due to far-field oversensing. Boston scientific technical services (ts) recommended to increase the refractory period from 250 ms to 280 ms, since the far-field signal appeared to be 268 ms. No adverse patient effects were reported. This device remains in service.